Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) female patient underwent a right transcarotid revascularization procedure on (B)(6) 2019. After placing the arterial sheath with no problem, a run was taken and a small focal dissection was observed at the sheath tip. The physician ballooned and stented as planned and then added another stent on the way out. No additional information was provided.